Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 54 mg/dl at the time of incident. The customer¿s current blood glucose value was 93 mg/dl. The customer did not experienced symptoms due to low blood glucose. The customer treated low blood glucose with food. The insulin pump was not on auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer did allege over delivery on insulin pump. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. No further patient complications were reported. Troubleshooting was successfully performed; however, the customer will discontinue use of the insulin pump and continue use of reservoir.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.